Manufacturer narrative:
Findings: pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, broken reservoir tube lip, serial number label peeling and minor scratched lcd window. (B)(4).

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.